Event description:
Consumer reported complaint for high blood glucose test results. Customer also stated the meter is making a beeping sound when turned off. The customer is concerned with test results from meter memory results provided. The customer¿s expected blood glucose test result ranges are below126 mg/dl fasting a.m. And below 200 mg/dl fasting p.m. The customer feels well and did not report any symptoms. Customer stated on (B)(6) 2023 she had not been feeling well and had tested her blood glucose and obtained a result of 557 mg/dl fasting pm. Customer was concerned with the result and had taken a second metformin hcl and had gone to the ER. When customer arrived at the ER her blood glucose test result had been 449 mg/dl. Customer was treated with IV fluids and discharged a few hours later when her blood glucose had been 290 mg/dl. Customer had been advised to follow-up with her health care provider. Customer had spoken with her doctor's office and scheduled an appointment for (B)(6) 2023; her doctor also increased metformin to 1000 mg. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 03/18/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set): result 1: 281 mg/dl, date: (B)(6), time: 11:46am fasting a.m.; result 2: 265 mg/dl, date: (B)(6), time: 11:27pm fasting p.m.; result 3: 255 mg/dl, date: (B)(6), time: 1:54pm fasting a.m.; result 4: 126 mg/dl, date: (B)(6), time: 12:31am fasting p.m.; result 5: 307 mg/dl, date: (B)(6), time: 1:04 pm fasting a.m.; result 6: 557 mg/dl, date: (B)(6), time: 4:44pm fasting p.m.; result 7: 515 mg/dl, date: (B)(6), time: 4:43 pm fasting p.m.; result 8: 365 mg/dl, date: (B)(6), time: 2:07pm fasting pm.; result 9: 350 mg/dl, date: (B)(6), time: 3:37 pm fasting pm.; result 10: 454 mg/dl, date: (B)(6), time: 8:54pm fasting p.m.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Added most likely underlying root cause onto case as the complaint product was not returned for investigation most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 30-mar-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.